Manufacturer narrative:
Additional information provided in d.10., g.1., g.2., h.3., g.6., and h.10. The product was returned for analysis and the reported event "haptic bent" was observed. However, "improper delivery" could not be confirmed. No cartridge was returned. Additional observations were as follows: iol returned positioned incorrectly and pressed against two (2) posts in the iol case resulting in deformation of the iol. Solution is dried on both surfaces of the optic and haptics. The optic and one haptic is bent/deformed as a result of being pressed against the lens case posts. A functional test (dimensional) to check the dimensions of the lens could not be conducted due to the condition of the returned sample. No cartridge was returned. We are unable to determine the root cause for the reported complaint "haptic bent". The returned iol shows evidence of possible handling by the customer due to the presence of solution dried on both surfaces of the optic and haptics. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed haptic damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. The product investigation could not identify the root cause for the reported complaint "improper delivery" as only the iol was returned for evaluation. No cartridge was returned. Due to this, we are unable to complete a thorough investigation to determine a root cause and if the iol contributed to the event. A functional test (dimensional) to check the dimensions of the lens could not be conducted due to the condition of the returned sample. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a faulty intraocular lens (iol) in a preloaded delivery system. The haptic was also reported as bent. Additional information was requested and received reporting the issues reported revolve around the injector. The lens was missed by the plunger, either over or underride and the injector was stiff.